Event description:
Boston scientific received information that the pacemaker showed different data than expected. Recent device check showed the longevity was less than 0.5 year remaining however during last check few months prior the longevity was 1.5 years despite having same output and pacing. Boston scientific technical services (ts) discussed that the device was operating in a higher current bin and how the device managed the longevity. This pacemaker remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received indicated that this pacemaker was explanted due to normal battery depletion.